Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blue section separated from the bd alaris¿ smartsite¿ low sorbing secondary set tubing during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was brought to our attention that yesterday while administering chemo, the blue came apart from the tubing allowing the chemo drug to spill out. How many occurrences of the defective product(s)? 4 ¿ two last week (1 pharmacy, 1 chemo), two today in chemo. Was there a delay of, or change in, the course of treatment due to the event? Yes- this led to delays in care delivery and poses a risk to healthcare professionals/patients. Occurrences 1. Date of event (B)(6) 2023. Was there any impact or harm to the patient/user/hcp? Within pharmacy- no adverse event. Was there a leak associated to the separation? No".

Manufacturer narrative:
H.6. Investigation summary: the customer returned one photo showing the location of the failure. The failure itself could not be verified without the physical sample or a more informative photo. The root cause is thus unknown. Device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the blue section separated from the bd alaris¿ smartsite¿ low sorbing secondary set tubing during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was brought to our attention that yesterday while administering chemo, the blue came apart from the tubing allowing the chemo drug to spill out. How many occurrences of the defective product(s)? 4 ¿ two last week (1 pharmacy, 1 chemo), two today in chemo... Was there a delay of, or change in, the course of treatment due to the event? Yes- this led to delays in care delivery and poses a risk to healthcare professionals/patients... Occurrences 1. Date of event june 26/23. Was there any impact or harm to the patient/user/hcp? Within pharmacy- no adverse event. Was there a leak associated to the separation? No."